Event description:
A patient reported experiencing inaccurate erratic results with an ot basic original meter. The patient's blood glucose results were 45mg/dl, 95mg/dl. Tests were done less than 10 minutes apart with a difference of 44mg/dl. Patient did not experience any adverse events. No further information has been reported.